Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2014, the pump was protruding and the reporter could see the pump coming out. In the middle of (B)(6), the front of the pain pump started to come out and the area was leaking blood. An infection started over the pump location that ¿almost went to the back.¿ the start date of the infection was unknown, but was ¿before (B)(6) 2014.¿ the patient went to the hospital, and the pump was removed on (B)(6) 2014. Then the patient reportedly had a ¿hole so big in stomach where it¿s so infected that you can fit coke can in there.¿ it was stated that they ¿closed catheter and pulled them down that¿s what dr said to do,¿ it was also reported as the catheter was still left in the patient. The patient had to wear a ¿vacuum machine to suck out infection for 6 weeks.¿ the patient goes back to the hcp on friday. The patient reported pain and suffering. The reporter was redirected to continue working with the hcp. The pump system was not infusing any medication at the time of the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device was not working at the time the pump was surgically removed due to infection. At the time of report, home health comes in to clean the area because the device became so infected. It was noted that the pain pump was put in 2006.